Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] unusual frequent bleeding [genital bleeding] impaired vision [visual impairment] headache [headache] asthenia [asthenia] tingling in back, hands and wrists [tingling] joint pain [joint pain] fatigue [fatigue] palpitations [palpitations] sleep difficulties [difficulty sleeping] anxiety [anxiety] depression [depression]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2018. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("unusual frequent bleeding"), visual impairment ("impaired vision"), headache ("headache"), asthenia ("asthenia"), paraesthesia ("tingling in back, hands and wrists"), arthralgia ("joint pain"), fatigue ("fatigue"), palpitations ("palpitations"), insomnia ("sleep difficulties"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered anxiety, arthralgia, asthenia, depression, fatigue, genital haemorrhage, headache, insomnia, palpitations, paraesthesia, pelvic pain and visual impairment to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], unusual frequent bleeding [genital bleeding], impaired vision, headache, asthenia, tingling in back, hands and wrists [tingling], joint pain, fatigue, palpitations, sleep difficulties, anxiety, depression. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2018. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("unusual frequent bleeding"), visual impairment ("impaired vision"), headache ("headache"), asthenia ("asthenia"), paraesthesia ("tingling in back, hands and wrists"), arthralgia ("joint pain"), fatigue ("fatigue"), palpitations ("palpitations"), insomnia ("sleep difficulties"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered anxiety, arthralgia, asthenia, depression, fatigue, genital haemorrhage, headache, insomnia, palpitations, paraesthesia, pelvic pain and visual impairment to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.